Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/14/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the complaint of a blank display could not be duplicated on investigation. A review of the alarm history indicated call service 052/054 alarms had occurred; these alarms may result in a blank display screen. The pump casing was opened and no defects were found to the display components. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored and the battery compartment was cracked.